Event description:
The complainant reported an 63-year old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed a hematoma at the access site. Medical staff held pressure at the site for 20 minutes and placed a femoral stop. The patient then developed right limb ischemia, which prompted medical staff to remove the femoral stop. The hematoma reformed, which prompted medical staff to escalate the patient to an impella 5.5. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleed has been completed. The device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. The root cause of the access site bleeding was most likely due to patient movement since the hematoma formed after the patient transfer. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.h.6 codes 1888, 4627, 4642, 4625, 925 and 3038 were reported incorrectly on the previously submitted report.